Event description:
The pre-op nurse placed the peripheral IV successfully, observed flashback, but when she pushed the button on the IV catheter to retract the needle, it pulled the catheter out of the vein and landed on the floor.